Event description:
Reporter alleged he obtained an error on the aviva system while using expired strips and feeling hypoglycemic symptoms. Reported states he caught a ride to the hospital where a result of 20 mg/dl was obtained on their system and they treated him with a "glucose bag of IV". No other actions were reported taken or treatment received for the diabetes. A request was made for the return of the suspect device, and replacement product was sent.